Manufacturer narrative:
(B)(4). Date sent: 3/3/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the tip of the clipper broke after being used three times without a high amount of force interaction. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.